Manufacturer narrative:
Method - testing not performed. Results - product not returned. Conclusion - no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.

Event description:
Doctor (B)(6), allergist and customer who called, stated that a patient had breast augmentation surgery on (B)(6) 2011. Dr. (B)(6) alleges that tegaderm, 3m steri-strips and mastisol liquid were applied to the surgical site and were removed on (B)(6) 2011. The customer alleges patient had a severe skin reaction which extended beyond the site of application and into the axilla. Patient was prescribed 40 mg of prednisone for 10 days and then tapered the dose over the next few days. States the area is healing and dr. (B)(6) states that he had seen this same patient in 2006 when she reported to him she was sensitive to adhesives. Dr. (B)(6) states that this patient has hyper-reactive skin.